Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) initiated ventricular tachycardia (vt) in the patient due to the biv-trigger feature. The health care professional (hcp) disabled the feature per technical services (ts)'s guidance. The device remains in use. No additional adverse patient effects were reported.